Event description:
A malfunction alarm with code malf 16 was reported. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections (mdi) as a backup therapy.